Event description:
The report received from the affiliate indicated that during a coil embolization, the physician delivered several coils successfully using a boston scientific excelsior micro-catheter to the right internal carotid posterior communicating aneurysm (icpc). The physician then delivered a trufill dcs orbit mini complex fill 4 x 10 coil to the target lesion and felt resistance/friction in the micro-catheter during delivery and the delivery tube became kinked/bent. The physician continued to attempt delivery in spite of the kink and the coil became unraveled/stretched. The entire system was removed successfully from the patient without any reported problem. The procedure was reported to have been completed successfully with no additional equipment. There was no reported patient injury. The r-icpc target lesion was reported to be: mildly calcified and mildly tortuous. The access site for the procedure was the right femoral artery.

Manufacturer narrative:
The procedure was elective. The micro-catheter was not re-shaped. An adequate continuous flush was maintained to the micro-catheter. There was no problem reported with the micro-catheter. A one to one relationship between the coil and the delivery tube was verified with fluoroscopy prior to repositioning. There was no flow restriction or reduction noted. The patient status post-procedure as compared to pre-procedure was reported to be good. There was no reported adverse patient outcome as a result of the product issue. After the stretching was noted, the coil was withdrawn back into the micro-catheter without difficulty. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a coil embolization, the physician delivered several coils successfully using a boston scientific excelsior microcatheter to the right internal carotid- posterior communicating aneurysm (icpc). The physician then delivered a trufill dcs orbit mini complex fill 4 x 10 coil to the target lesion and felt resistance/friction at an unknown location in the microcatheter during delivery and the delivery tube became kinked/bent. The event occurred prior to the coil exiting the microcatheter. The physician continued to attempt delivery in spite of the kink and the coil became unraveled/stretched. After the stretching was noted, the coil was withdrawn back into the micro-catheter without difficulty. The entire system was removed successfully from the patient without any reported problem the coil was still attached to the delivery system. The procedure was reported to have been completed successfully with no additional equipment. There was no reported patient injury. The r-icpc target lesion was reported to be: mildly calcified and mildly tortuous. The access site for the procedure was the right femoral artery. The procedure was elective. The microcatheter was not re-shaped. An adequate continuous flush was maintained to the microcatheter. There was no problem reported with the microcatheter, no difficulty when inserting the guidewire into the microcatheter or placing the microcatheter at the target site. The product was returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15133942 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Embolic coil was received stretched and tangled with the rest of the device. Support coil was out of the introducer. Kinks were found in the hypotube. Residues of blood were observed inside of the gripper and it is completely wavy. The od from the delivery tube was measured and was found within specification. Gripper and embolic coil were inspected under microscope and the wavy condition in the gripper was confirmed while the hypotube presented kinked sections. Functional testing for insertion through a microcatheter could not be performed due to the returned condition of the device. The reported stretching of the coil was confirmed. As reported, the kinks noted in the hypotube appear to be related to the resistance friction encountered during insertion. The stretched conditions in the embolic coil as well as the wavy condition in the gripper have also may have been impacted by the reported continued advancement despite the resistance and kinking. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. It outlines that if unusual friction is noted within the infusion catheter, remove the detachable coil unit and if friction is noted with subsequent detachable coil units, both the coil unit and microcatheter should be examined and replaced if necessary. Additionally, it is possible that the residues of blood inside of the gripper are indicative of an inadequate flush which as outlined in the IFU must be maintained. Vessel characteristics and procedural factors may have contributed to the reported resistance, and continued use of the device appears to have contributed to the kinking of the delivery system and stretching of the coil. With review of the device history records and the analysis of the returned device, there is no indication of any manufacturing issues related to the event. Inspections are in place to prevent these kinds of damages leaving from the facility. Therefore, no corrective actions will be taken at this time.